Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including chronic kidney disease (ckd), coronary artery disease (cad).

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position is underwent a valve-in-valve procedure after an implant duration of 5 years, 6 months due to stenosis. The patient presented with heart failure, dyspnea, and dizziness. The tavr was performed with 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of 5 years, 6 months due to stenosis.